Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od), but the lens tore/broke while being inserted. The lens was removed and the patient's pupil was unreactive (fixed). Another icl was implanted with success at a later date, the pupil was reactive and the surgery went well.

Manufacturer narrative:
(B)(4). Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - intraoperative myosis is usually due to inflammation of the iris consequence of intraocular surgery (manipulations, prolonged surgery, etc.). Inadvertent use of intra-operative myotics or weak reaction to dilating drops prior to surgery could also lead to intra-operative myosis. When the pupil diameter is not large enough to ensure posterior placement of the icl behind the iris, intra-cameral adrenaline may be used to improve pupil dilation. If this fails, or the surgeon has determined that removal is the best option, the icl being foldable may be removed via the same main incision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the surgeon experienced difficulties during surgery: after injection of the lens in the ac (anterior chamber) the pupil constricted rapidly (intra-operative myosis). The pupil diameter was too small and the icl could not be placed behind the iris. The facility, in error, had previously reported the lens was torn during surgery.